Manufacturer narrative:
(B)(4). Additional PMA/510(k) number ¿ k113753 / k112160.

Event description:
It was reported that the patient had a sinus lift with immediate implant placement. Four months later at post op the patient was still in pain. The implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the as returned product identified bone on the threads and healing abutment attached. No damage identified. The returned devices were measured with and verified to match print specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The reported devices were located on tooth # 14 and was used for approximately 3 months. Pictures or x-ray images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported pain. The product was returned for investigation. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.